Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty using an 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.